Event description:
In 2008, the customer reported that the unit failed to pace and failed to detect pacer spikes which could impact the delivery of therapy.

Manufacturer narrative:
Dom: 3/27/08. In 2008, the customer reported that the unit failed to pace and failed to detect pacer spikes which could impact the delivery of therapy. The customer has not called back regarding this issue with this device. No eval/repair data was noted. Based on the limited available information, we will consider this issue as most consistent with a user misunderstanding regarding pacing.